Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 407645 implantable pacing lead (B)(6) 2009; 694758 implantable tachy lead (B)(6) 2009; 4196 implantable pacing lead (B)(6) 2009. (B)(4).

Event description:
It was reported that the atrial lead had high thresholds and intermittent capture. Atrial pacing is 0.6%, therefore the lead was left intact and sensing appropriately. It was also reported that the implantable cardioverter defibrillator (ICD) reached elective replacement indicator (eri) earlier than expected. The device was explanted and replaced. The new device was handed off to the staff to be placed at change out. The physician attempted to place the right ventricular (rv) lead in the rv port. He was unsuccessful at doing this, and found that the set screw was already completely "screwed into" the header. He attempted to unscrew/retract the set screw and broke the torque wrench in doing so. After breaking three other wrenches, he was unable to retract the screw. It seemed to be stuck in this position inside the head of the device. Another ICD was implanted. During the device change out, it was noticed that the patient most likely had twiddler¿s syndrome. The rv lead was twisted, and showed some visible signs of stress. Electrical testing showed that the lead was functioning normally. The physician chose to retain the lead, and use a lead end cap as a protecting sleeve around the lead body. He cut off the end of the cap, cut the cap length wise so it would work as a sleeve on the lead, and used medical adhesive to fixate the end cap to the lead body at the site of stress. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: (B)(4) the device was returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 89% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.